Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical services indicated that the error could be a "depressed key." It was recommended that the client remove the battery to reset the epg and turn it on again. This was done and the error message could not be duplicated. The epg remains in service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.